Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is capsular contracture baker grade unknown. Reoperation has not been scheduled at this time.

Event description:
Healthcare professional reported left side "capsular contracture, baker grade unknown". Device remains implanted.